Event description:
It was reported that the audiologist indicated that the pt had had a recent fall with concussion, but did not specify the date of the fall.

Manufacturer narrative:
The device has nto been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.